Manufacturer narrative:
Information contained in this report was previously submitted through [asr/psr/410psr] on [04/23/2012]. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Health professional reported a right side deflation and some discomfort secondary to the deflation. Device has been explanted.

Event description:
Health professional reported a right side deflation, some discomfort secondary to the deflation, and 'particles in valve.' Device was explanted.

Manufacturer narrative:
Device evaluation: "based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening in anterior side assessed as surgical damage. Pain-ndr: not applicable as the event is not related to the device. Other-technical: observed, yellow particles in the fill channel. Additional observations: nick is observed assessed as surgical tool scratch like. Creases are observed. Wear abrasion is observed. No further actions are required as the device was implanted." Correction to parent record aware date required as the reporting method changed, but the change was not reflected in the previous medwatch submission.